Event description:
During the laparoscopic assisted vaginal hysterectomy the scapel blade broke off while the instrument was intra-abdominal. The tip was located intra-abdominal but was unable to be retreived.